Event description:
A report was received that the patient was experiencing burning sensation at the pocket site and discomfort when device was turned on. The patient underwent a revision procedure wherein the lead and lead extensions were explanted and a new lead was implanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The burning sensation and discomfort had been resolved after the removal of lead extensions.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-3138-35, serial #: (B)(4), description:scs phiii ext 35cm. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.